Manufacturer narrative:
Exact date unknown, event occurred four from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had developed a wound over the ipg site. It was also stated that the patients ipg was defective and that the patient was experiencing shock despite multiple reprogramming attempts.

Event description:
It was reported that the patient had developed a wound over the ipg site. The physician believed that due to the patients chronic illness, lack of nutrition and chronic decubitus had been causing the wound to developed. It was also stated that the patients ipg was defective and that the patient was experiencing shock despite multiple reprogramming attempts. Additional information was received that the patients ipg was explanted.